Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we had loaded the instrument onto the drill and when the surgeon was drilling for the lag screw, the barrel reamer would not keep its position. After the case, we noticed the anti rotation pin backed out of the reamer."